Event description:
The following was reported to hamilton medical ag: "when using a ventilator for a patient in the ward, if the device suddenly reports a fan alarm during use, immediately replace it with another ventilator." No health consequences or harm. The case has not been confirmed yet; therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
Investigation outcome: complaint description: "when using a ventilator for a patient in the ward, if the device suddenly reports a fan alarm during use, immediately replace it with another ventilator." It was later clarified: the device alarmed with "fan failure" while preparing the device for backup ventilation. Therefore, there was no patient involvement. After investigation, the situation reported by the hospital could be confirmed. When the equipment was preparing to use the ventilator, a fan failure alarm occurred. After reporting to the equipment department, the department notified a third-party maintenance personnel to replace the fan, and the problem was resolved. Currently, the machine is being used normally. It could be clarified that due to the malfunction of the machine during backup, it did not involve any patients and did not cause any harm. The device was repaired by a third-party repair company and the specific reason is unknown. We do not recommend third-party repair companies for repairs. After repair, it is not possible to test according to the manufacturer's standards and cannot guarantee factory standards, including electrical safety standards. There is a possibility of potential risks in future use. We suggest that hospitals seek repair services from authorized repair companies authorized by hamilton. Hamilton medical recommends avoiding third-party repairs due to the inability to ensure compliance with safety and performance specifications (e.g., electrical safety tests, calibration). This case is considered closed.